Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump emitted frequent loss of prime alarms without cause this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the black box was reviewed and showed no evidence of loss of prime. During testing, no loss of primes were able to be duplicated. The force sensor calibration was found to be out of specifications. The force sensor resistance was within specification. Unrelated to the loss of prime issue, evaluation revealed that the battery compartment was cracked from the threads to the case seal. The pump was opened and no moisture or corrosion was found in the pump. Also unrelated to the complaint, the display was found to be faded and discolored. The keypad was intact, however, all of the keypad buttons were intermittently unresponsive. The keypad was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).